Manufacturer narrative:
Date rec¿d by MFR: this device is import for export, the 510k for a similar model sold in the us is: k192245 details of the repair have not been provided. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event. This complaint is being processed in accordance with dpa-qip-MDR decision backlog management plan.

Event description:
The pentax service center notified the complaint handling unit that the deflector knob/white glue of a ed34-i10t2- video duodenoscope was broken. The issue was identified in the workshop diuring inspection. There was no report of patient injury.